Event description:
The customer initially called to report allergies to the infusion set cannula and the insulin he was using. The customer began using a different insulin and infusion set, and had no more problems. The customer then stated that he was hospitalized recently due to low blood glucose levels. The customer stated that he treated for high blood glucose levels, and within five minutes he had passed out. The customer felt that the infusion set may have hit a vein and caused the insulin to be absorbed a lot faster. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.